Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, a branch hit the customer's leg and the impact caused the touch screen to shatter. The display was no longer visible and customer cannot interact with pump. Customer's blood glucose was in the 100's mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.